Event description:
Customer reported a pt in the bone marrow transplant unit was getting cefepime 2g/100ml IV. The cefepime was hung with new tubing at approx 1830. Pt called at approx 1845 to report that the pump was beeping. Rn entered room at approx 1850 and the pump was beeping and all of the IV fluid was running down the pump and IV pole onto the floor. The IV tubing just above the pump was cut in half. IV was disconnected from the pt. The fellow was contacted and it was determined that the pt had only received approx 1/2 the intended dose. This was the pt's first dose of cefepime for suspected infection with a wbc of 0.2. Customer stated no additional event or pt info was available.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A f/u report with failure investigation results will be submitted once the eval has been completed.